Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 6:30 p.m. With a blood glucose of over 600mg/dl. The customer's blood glucose level was 180mg/dl at the time of the call. The customer experienced symptoms such as nausea, fainting and vomiting. The customer admitted for 11 hours and was sent home with IV and potassium. The customer was wearing the insulin pump during the hospitalization. Troubleshooting for high blood glucose was declined. The customer also reported another blood glucose level of over 600mg/dl for the following day but also declined troubleshooting. The insulin pump will not be returned for analysis.